Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of over 400 mg/dl and low blood glucose of 43 mg/dl due to his insulin pump was not delivering the appropriate amount of insulin. Nothing further was reported.